Manufacturer narrative:
Based on the information available, the loosening of the pedicle screw system that was used allowed the construct to loosen allowing the lumbar implant to migrate. Other contributing factors include not following the xenix system labeling. The surgeon originally used another manufacturer's interbody paddle sizers and shavers that were parallel in design and not provided by xenix. This causes the height of the disc space to be falsely measured at the lowest point in the disc space, instead of using xenix provided sizer and shavers that are anatomic and matching the convexity of the implants, which would allow for proper sizing of the space relative to xenix implant designs. The parallel shavers also cause a trough to be cut in the posterior lip of the vertebral body which, if left intact, assist with a physical barrier of bone to prevent implant migration. The system labeling was not followed: either xenix implant trials or the xenix paddle distractors are to be used to determine implant sizing.

Event description:
It was reported that a surgeon had a case in which the lumbar cage implant had shifted post-operatively. The rep said that the interbody at l2-3 migrated posteriorly. Imaging revealed the posterior migrated implant as well as signs of potential screw loosening at the l2 screw. During the revision surgery, it was discovered that the l2 pedicle screw caps in the pedicle screw tulip used for fixation had loosened allowing the rod to shift. Note - the pedicle screw system is from another manufacturer (unknown) and is not a xenix medical product. During the revision procedure, the lumbar cage implant was shifted back into position and the set screw was replaced and the construct was tightened.